Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6). Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that during an ipg replacement procedure (1627487-2022-03744) impedance check revealed high impedances on the lead. No stimulation was possible. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported event of high impedances was confirmed. As received, the penta lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.